Manufacturer narrative:
Product event summary : the full lead was returned and analyzed with no anomalies found. The helix was distorted/bent and visual analysis noted apparent explant damage.

Event description:
It was reported that within two days following a system implant procedure, the right ventricular lead had pulled back into the superior vena cava (svc) and subclavian vein. Additionally, the sensing had decreased and the pacing threshold had increased. The leadwas explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.